Manufacturer narrative:
One sample was received for evaluation. The returned sample was labeled for single use. Visual inspection revealed white drug residue located on the blue winged luer cap. The blue winged luer cap was found to be slightly untightened. Functional testing was performed by filling the device with water and manually tightening the blue winged luer cap. The next day, no signs of a leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was fluid around the blue winged luer cap of a large volume infusor. This was noted by the patient¿s caretaker prior to use of the device. The caretaker attached the device to the patient after the issue was noted. The event involved a patient with no patient consequences. No additional information is available.